Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 3 weeks ago. Aneurysm morphology was not reported. The aortic neck was short, large and conically shaped. The vessels were calcified. It was reported that this case was difficult due to the vessel morphology. After the stent graft was implanted, there was narrowing of the lumen of the ipsilateral limb due to the angulation and tightness in that area. Another MFR's stent was implanted in the area with narrowing in order to keep it open. No additional info was provided and the pt is fine.